Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had tf alarms 401 -inspiration valve or device leaky and 316 - blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Log file analysis shows that both alarms tf401 and tf 316 triggered together. Advised customer to perform the blower test for tf 316 and send log files with the necessary screenshots. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Failure with blower is not identified, alarm 316 was due to main board failure. After the main board replaced, the original blower was installed and the issue resolved.